Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer's blood glucose was 120 mg/dl.